Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 180319 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for this incident, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were assembled with a caverjet syringe per the instructions. The needle hub was positioned with a slightly rotational movement. None of the products showed any signs of defect or leakage. Based on the investigation results, a definite cause for the reported incident could not be determined.

Event description:
It was reported that leakage occurred during use with a needle 30ga 1/2in. The following information was provided by the initial reporter, "patient reported that the liquid leaked in syringe¿s top where the needle is inserted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a needle 30ga 1/2in. The following information was provided by the initial reporter, "patient reported that the liquid leaked in syringe¿s top where the needle is inserted."